Manufacturer narrative:
Mfg site eval: samples received: 1 unopened pouch. There are no previous complaints of this code batch. There are no units in OEM stock. Tested the know pull tensile strength of the sample received and the result fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Tested the diameter of the sample received and the results fulfill the requirements of the OEM. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). It is not always possible to make a knot without rupture of the thread (gentle knotting with needle holder). The thread "breaks" on the needle holder's edge. It is optically visible that the thread 5/0 in the package is 4/0.